Event description:
It was reported that the explanting facility discarded the explanted generator; therefore, no product analysis can be performed.

Manufacturer narrative:
.

Event description:
It was reported that the patient has begun to experience very hard and intense seizures that the patient experienced pre-vns. It was reported that the battery life was still good with the generator. It was reported that the patient was referred for prophylactic generator replacement. It was reported that there were no known medication changes, programming changes or external factors that may have contributed to the increase in seizures. The device output current was increased in (B)(6) 2013 and the increase in seizures occurred in (B)(6) 2014. The patient underwent generator replacement. It was reported that the device had been programmed off prior to replacement so the device was left off after the new generator was implanted with plans to program on at a later date. The night of surgery the patient experienced 8 seizures. An implant card was received indicating that the generator was replaced due to battery depletion.